Event description:
It was reported that the renasys touch device no longer lights up despite being connected to the mains. It is unknown whether the allegation was noticed during treatment or not; therefore, patient involvement has not been confirmed.

Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, has been returned for evaluation. A visual inspection found no defects. The functional test found no fault, the device performed within expected parameters. As such, we are unable to establish a relationship between the device and the reported event. The instructions for use offer full guidance on steps to be taken with switching on and charging of the device. The IFU also notes that if the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced. This could have contributed to the reported event. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.